Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain related to a securfit stem was reported. The event was not confirmed. Medical records received and evaluation concluded: "based upon the information reviewed no determination can be made regarding this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that: the patient has trouble walking and falls regularly. Patient cannot walk long distances. Patient states that the hip pops and catches when she turns on it. Patient is constantly in a lot of pain and regularly takes pain medication. Patient is sedentary with impaired mobility.

Event description:
It was reported that: the patient has trouble walking and falls regularly. Patient cannot walk long distances. Patient states that the hip pops and catches when she turns on it. Patient is constantly in a lot of pain and regularly takes pain medication. Patient is sedentary with impaired mobility.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.